Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 550 mg/dl. The infusion set was changed the day prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime, high pressure and self tests. The programming was also correct. Explained that the insulin pump passed all the tests and does not need to be replaced and the customer agreed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.